Manufacturer narrative:
The spacer has not returned for evaluation. Radiographs were provided which confirm that the spacer migrated posteriorly. A review of the device history records could not be performed as the identifying part and lot number were not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted. Warnings/cautions/precautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudarthrosis (i.e., non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury. Possible adverse effects: initial or delayed loosening, bending, dislocation, and/or breakage of device components. Postoperative management: the surgeon should instruct the patient regarding the amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implanted devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, falls, jolts or other movements preventing proper healing and/or fusion development.

Event description:
A patient underwent a spinal procedure on an unknown date. At the 6-week follow-up visit, radiographic imaging revealed the interbody spacer had migrated posteriorly. There appears to be hardware failure, as the screws have pulled out, and recurrence of spondylolisthesis at the affected segment. The patient reported a fall during the postoperative period, which led to pain at the surgical site. The pain progressively worsened following the incident but had resolved by the time of the follow-up visit. Revision surgery was performed on (B)(6) 2025 to remove the interbody spacer.